Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.¿

Event description:
It was reported that during a follow up in clinic the right atrial lead was observed to be dislodged due to twiddler's syndrome. The lead was capped on (B)(6) 2019 during a device replacement procedure and replaced. The patient was doing fine before, during, and after the procedure.